Event description:
Report received from (B)(6) stating that the device "cannot insert cutter". The device was not being used during surgery. It is unknown if there were any patient or user injuries reported. It is unknown if medical intervention occurred. There was no additional information provided. Date of event unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. Device failed pre-repair cutter insertion test. If additional information becomes available a supplemental report will be submitted. (B)(4).